Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Oversensing was reported on this rv lead with inappropriate therapy. Biotronik has no information in regards to a revision. The lead remains implanted. Should additional information become available this file will be updated.